Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Evaluation of the returned device indicated that an anterior needle-to-cuff miss occurred. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The common femoral artery was reportedly mildly calcified. The proglide device instructions for use states, under special patient populations, that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that after a coronary stenting procedure, arteriotomy closure of mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, an unspecified malfunction occurred. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.